Event description:
The customer reported the device fails the pressure sensor circuit test. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 24jun2013 to the present date 09jan2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device fails the pressure sensor circuit test. No patient involvement.